Manufacturer narrative:
Philips field service engineer (fse) visited the customer site. The fse was advised that the non-invasive blood pressure (nbp) values are inaccurate. Diagnostic/functional testing was performed; it was determined that the device was last calibrated a year ago and the device needed to be calibrated. Calibration of the device was completed. After calibration the device was returned to full operational. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
Philips received a complaint on an intellivue multi measurement server indicating that the nbp measurement is inaccurate. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
It was identified that this was a duplicate report. This case was previously reported on MFR 9610816-2026-100041